Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the cgm reading was 400 mg/dl and no bg reading was available. The patient was incoherent and clammy. The patient was taken to the hospital by the parent around 7:15 pm and they arrived at the hospital around 7:30 pm. The nurse took a bg reading which was 30 mg/dl and the cgm was reading 400 mg/dl. The patient was treated with intravenous medication and glucose, and the nurse provided the patient apple juice. Around 10:30 pm the patient was discharged from the hospital. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient went to the hospital. The reported glucose values fall within the e zone of the parkes error grid when the nurse checked the glucose value. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.